Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd phaseal¿ protector p50, foreign matter was found as ¿white flakes/shreds¿ in (2) 300mg/50ml paclitaxel vials were found noted in the IV bag.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: no photos or samples were received in the (B)(6) plant for evaluation therefore the white flakes/shreds could not be verified in the vial. A device history record review found no non-conformances associated with this issue during production of this batch. The customer complaints about foreign matter after preparing the drug. Taking into account the description, coring cannot be discarded. Phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Internal procedure ha-015 (current version) describes all the rules and instructions to follow before entering the phaseal area. Make up and jewelry are not allowed, special clothes and shoes are used inside the area, hair (a beard, in case) are covered. Assembly machines are capsulated and flow cabinets are used for the visual inspection and re-process of the material. Clearance and cleaning of the assembly lines are performed according to ph-006 and ph-007 (current versions). Maintenance of the lines is performed in a weekly basis. Clearance of the packaging line is performed according to ph-010 before starting a new lot and cleaning equipment is performed according to ph-014 (current version). On the other hand, maintenance of the packaging machines is performed monthly to ensure the correct cleaning and functionality of the machines. Visual inspection of the injector is performed according to ph-301 (current version). Visual inspection of the blister is performed according to ph-307 (current version). Related to coring, phaseal cannulas are designed to reduce this tendency. Different factors impact on coring, and it can come from the membrane but also from the rubber stopper (vial/ infusion bag). If coring comes from membrane: human error: performing multiple injections on the membrane could lead to fragmentation. Machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the cannula, it could provoke membrane fragmentation. Materials: cannula. If coring comes from rubber stopper: materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. Materials: cannula. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. Misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the connector because of the rubbing with the stopper of the vial/infusion bag may cause detachment of particles from the cap. It is recommended to carefully follow the instructions explained in the IFU. For every manufactured lot the laboratory technician made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a in a laminate flow hood. Staff has to wear a lab coat, cap and gloves. Investigation conclusion: no samples or pictures are available to confirm the defect. No qn¿s or other events were found during DHR review. Fragmentation test results are acceptable.